Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for temperature response and electrode 1 met specifications during electrical testing; however, multiple short circuits were detected. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the short circuits detected and the reported temperature issue.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.